Event description:
The patient called lfs alleging that their one touch ultrasmart meter was reading inaccurately high. The patient obtained a 223 mg/dl on the reported meter and took insulin. The patient tested on another meter and obtained a 174 mg/dl. Results were within 10 minutes apart. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative walked patient through two consecutive control solution tests and both results fell outside the specified range. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.